Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. A potential cause of the cage fracturing before the anchoring plates are installed is the selected cage size being too tall for the disc space, resulting in excessive forces being applied on the cage during installation. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during an acdf surgery after the cervical cage was inserted, a crack was noted in the upper portion of the implant. Following surgical guide the surgeon drilled off areas for removal. The implant was effectively destroyed during removal and the pieces were retrieved and discarded. A new implant of the same size was then placed with only a 20 minute delay. The patient was not harmed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during an acdf surgery after the cervical cage was inserted, a crack was noted in the upper portion of the implant. Following surgical guide the surgeon drilled off areas for removal. The implant was effectively destroyed during removal and the pieces were retrieved and discarded. A new implant of the same size was then placed with only a 20 minute delay. The patient was not harmed.